Manufacturer narrative:
A visible inspection of the jaws was performed. Except for the soiling (blood and tissue) no abnormities like burned or charred peak. The mechanical function was checked. The clamping and the cutting function of each instrument worked well. In the next step, the instrument was connected to a generator and the electrical function was checked. The next step the function and the resistance of the system was checked. The jaws were cleaned with hydrogen peroxide. It was connected to the instruments to the module box and measured the voltage drop over each instrument. The voltage drop and the well known current, it is possible to calculate the real resistance on load operation. The upper limit of the resistance of the complete instrument and the determined values therefore within specification. Before the next investigation, the instruments were decontaminated. After decontamination, a microscope investigation was performed. The instruments didn't exhibit any abnormities like charring, impacts or damaged dissection clip. The clearance gauge was checked for clearance between the upper and the under jaw in closed position. Both instruments are within specification. The manufacturing documents have been checked and found to be according to specification valid during the time of production. The caiman system is validated, and the complained instrument is without any deviation to the function relevant parameters, the root cause is most probably user related.

Manufacturer narrative:
Previous 510(k): k130596 aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018

Event description:
Country of complaint: (B)(6). During use of caiman device in the large gastric curvature (omemtum majus), the patient tissue was dry immediately following cutting, but started to bleed a few seconds later. This occurred multiple times. The seal was insufficient. A second caiman device (same lot number) was opened and used; the results were the same. Surgeon then used a different product to complete procedure. Generator in use: (B)(4) (sn: (B)(4), sw version 2.00).